Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 complaint of sparked when plunged in and alarm would not stop beeping was not confirmed when plugging in. Visual inspection revealed missing battery door. No alarming was duplicated. The complaint was not verified, therefore no fault could be found.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 .

Event description:
Information was received indicating that a smiths medical pump sparked and will not stop beeping when plugged in. There were no reported adverse events.